Manufacturer narrative:
Additional information: d9, g3, h2, h3 one 8f fast-cath introducer sheath was received for evaluation. The sheath tubing had been torn, kinked and scraped; the torn section of sheath tubing remained attached. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tear is consistent with damage during use.

Event description:
During the procedure, resistance was noted when trying to remove sheath at end of case and once removed, a tear was noted in the shaft of the sheath. The case was completed with no adverse consequences to the patient.